Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that pyxis server and interface were down. The technical support specialist (tss) ran a server down query and reviewed xml timestamps and interface details. The query showed the interface was disconnected but active and the issue was resolved by the integration engineer. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had a pyxis server and interface down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.